Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following : pt was having amiodarone infusion for atrial fibrillation with rapid ventricular response. Alaris pump channel or IV tubing leaking significant volume of amiodarone onto floor. Alarms on pump were not triggered. Once this was discovered by rn, the channel, medication bag and tubing were changed. Shortly after intervention, the pt converted into sinus rhythm. This leads writer to believe that the intended dose of amiodarone that was programmed into the alaris pump to be infused was not administered to patient, however there is no way to measure for certain how much medication pt was receiving.

Manufacturer narrative:
It was reported that the tubing was leaking. One sample model 10010454 lot 23105095 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the top of the silicone segment. Under the microscope a cut was observed at the top of the silicone segment. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's review of this complaint and based on the customers word it can be concluded that this is not a manufacturing issue and is most likely caused by incorrect loading of the tubing. A device history record review for model 10010454 lot number 23105095 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.